Manufacturer narrative:
Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. H. 6. - pat. Prob. Code = 3191: no code available - this report was not associated with a human patient. The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported the IV catheter detached from the hub. Follow up communication with the user facility reported: the hcp was performing an IV diuresis on an animal patient. The catheter was placed and taped down nice and secure. 24 hours later the IV pump was saying "high pressure" and the animal patient was yanking on the catheter. When the tape was removed by the hcp the catheter was detached from the hub and migration was prevented because the gauze was holding it in place. The hcp then pulled out the catheter and did not re-insert. Follow up communication on (B)(6) 2016 reported the following; all information initially reported was confirmed except it was reported the animal patient was quiet during treatment and was not yanking on the catheter; the break of the catheter was noted about 2mm proximal to hub, and the distal portion was still entrapped within the gauze; the subject catheter was disposed of; it was reported that they tape the catheters down securely, then wrap with clean gauze, then "vet wrap"; the animal patient is reported to be "fine".

Manufacturer narrative:
The lot number is unknown for this complaint. The following are potential lot numbers and expiration dates for the reported product code: (sr-ox2419ca) (1) 140723sb - 06/30/2019; 140722sb - 06/30/2019 and 140926sb - 08/31/2019. Five unused samples were returned to the manufacturer for evaluation. Two samples were from lot# 140723sb, two samples were from lot# 140926sb and one sample was from lot# 140722sb. Visual evaluation of the unused samples and retention samples revealed no defects. The catheter tube (as raw material) has been evaluated and confirmed to meet manufacturer specification. The catheter tube is composed of ethylene tetrafluoroethylene (etfe) material which has high tensile strength. Needle penetration testing was conducted and all samples were confirmed to meet manufacturer specification. The catheter tube testing for tensile strength was conducted and all samples confirmed to meet manufacturer specification. Functional testing could not reproduce the reported failure. A review of the device history records for the potential lots was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and testing and all samples for the potential complaint lots (140723sb, 140722sb and 140926sb) passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 3003902955-2016-00005 to: provide the evaluation results for five returned unused samples and retention samples. Correct the 510k # , it was initially reported as k891087, the correct 510k # is k133280.

Manufacturer narrative:
As stated in section b5, this report is being submitted as follow-up # 1 for mfg. Report # 3003902955-2016-00005 to provide the retention sample evaluation results the lot number is unknown for this complaint. The following are potential lot numbers and expiration dates for the reported product code: (sr-ox2419ca) (1) 140723sb - 06/30/2019 (2) 140722sb - 06/30/2019 and (3) 140926sb - 08/31/2019. The actual device was not returned for evaluation. The retention samples of the above stated potential lot numbers were evaluated. Visual evaluation of the above stated product/lot combinations of the retention samples revealed no defects. The catheter tube (as raw material) has been evaluated and confirmed to meet manufacturer specification. The catheter tube is composed of ethylene tetrafluoroethylene (etfe) material which has high tensile strength. Needle penetration testing was conducted and samples were confirmed to meet manufacturer specification. The catheter tube testing for tensile strength was conducted and confirmed to meet manufacturer specification. Functional testing could not reproduce the reported failure. A review of the device history records for the potential lots was conducted with no relevant findings. Prior shipment, qc conducts outgoing visual inspection and testing for all assembled catheters and all samples for the potential complaint lots passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 3003902955-2016-00005 to provide the retention sample evaluation results.